Event description:
We received several boxes of bd posiflush normal saline flush syringes (0.9% sodium chloride injection, usp), ndc 08290-3065-46 which contained unlabeled syringes mixed in with labelled syringes.